Event description:
It was reported when using the bd pen needle 32g 4mm, the device experienced the cannula breaking off or pulls out. The following information was provided by the initial reporter. The customer stated: the user's verbatim report, there was no needle npe on the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd pen needle 32g 4mm, the device experienced the cannula breaking off or pulls out. The following information was provided by the initial reporter. The customer stated: the user's verbatim report, there was no needle npe on the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-02. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.